Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a (B)(6) female patient coincident with dianeal pd4 ambuflex (solution sys ii w/1.5% glucose) therapy. On an unreported date, the patient started treatment with dianeal pd4 ambuflex, (6000ml, ip), (frequency and lot number was not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The nurse from the treating renal unit reported that the patient was hospitalized on (B)(6) 2011, because the patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the event of peritonitis resolved or if the dianeal therapy continued. No statement of causality was reported for the event.